Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead has been extracted and replaced, while the left ventricular (lv) lead has been capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was beyond the expected upper range. Concomitant medical products. Model: dtbb1d1, crt-d; implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead triggered an alert. Interrogation revealed the rv lead exhibited rising/high impedance on the rv coil, the superior vena cava (svc) coil, and high pacing impedance. An rv lead fracture is suspected. It was also noted the epicardial left ventricular (lv) lead exhibited high pacing impedance, high thresholds and no capture. The lv lead is suspected to be fractured. The rv lead currently remains in use and the lv lead remain implanted, but not in use. A lead revision procedure will be completed at a future date. No patient complications have been reported as a result of this event.